Event description:
Additional information received identified that per the physician, " the patient is doing fairly well and in his opinion is pretty close to pre-operative condition now".

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went to the emergency room due to not being able to walk correctly. CT scans showed a hematoma covering t8-t9. As a result, the patient underwent emergency surgery to explant the scs system and evacuate the epidural hematoma. The patient was hospitalized for 5 days before being released. As of (B)(6) 2016, most of the patient's symptoms had resolved following the surgical intervention.